Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femur bolt at the bone to implant interface. It was also reported that the patient underwent a 2 stage bilateral knee replacement revision surgery approximately 5 years ago at the hss in new york. Patient was allergic to bone cement so the revision was done with sigma femoral sleeves and tc3 femurs with a mbt revision tibia with sleeves on both the right and left without using cement. Femur on right side was unsupported by bone and had developed metal debris from the zero bolt and sleeve adapter. Surgeon removed femur and replaced with a distal femur on the right side. Sleeves on both sides were well fixed on the right side. Doi: (B)(6) 2015, dor: (B)(6) 2020, right knee.